Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, it was reported that the infusion set's tubing came apart at the tubing connector and the patient's blood glucose level was 21 mmol/l. The site location was patient's abdomen, and the pump was located on the left side of patient's abdomen. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.